Event description:
It was reported to medtronic minimed that the customer experienced no communication from the pump to the transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed for transmitter failed tester procedure. The customer requested to run tester procedure for the transmitter. Led light blinked when transmitter was connected to tester, but transmitter did not communicate after running tester procedure twice. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. Mmt-7841zn was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit received and placed unit under microscope and found physical damage to cow catcher (connector platform broken), and physical damage to the connector pins. In conclusion, unable to perform functional test, rf/ble/downgrade/association/accuracy test due to the physical damage. The customer complaint of communication anomaly, and unexpected alert/alarm could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.